Event description:
It is reported that the patient experienced an abrupt onset of acute pain and unable to bear weight 2 months post revision surgery. A CT scan revealed a fracture at the distal aspect of the femoral bone, just distal to the tip of the long revision prosthesis. The patient underwent an open reduction internal fixation with bone grafting.

Manufacturer narrative:
This report will be amended when our investigation is complete.